Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he woke up with a failed battery test alarm on his insulin pump. The patient's blood glucose was 108 mg/dl. For the past couple of the days the display has been flickering. A new battery was inserted and the battery life displayed full bars, but then it went down to one bar, and then displayed full bars again. Then the pump lost all power. The patient's blood glucose was 130 mg/dl. Troubleshooting was initiated for the blank display. The customer noted a crack running from the reservoir compartment to the escape key. The damage occurred since the customer works with the pump in his front pocket. Troubleshooting then occurred for the failed battery test. No corrosion or damage was found around the battery compartment and cap. A new aaa alkaline battery was inserted and securely fastened and the pump did not alarm with a failed battery test. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.